Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the manta would not push through the valve. Used an 18fr manta instead and it worked perfectly. The patient was reported as fine post procedure.

Manufacturer narrative:
Qn#(B)(4). One unit of manta and sheath were returned. Blood particulates were noted. Minor displacement of the button valve was observed. The unit was functionally tested for advancement. Significant resistance was observed. The device lot history record review indicated during lot release of manta lot (mn2201481) a single device exhibited a high collagen deployment force of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the manta would not push through the hemostatic valve. The first 14f manta device and sheath were removed, and a new 18f manta device and sheath were opened, and successfully deployed without complication. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the manta would not push through the valve. Used an 18fr manta instead and it worked perfectly. The patient was reported as fine post procedure.